Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing intermittent difficulty charging the pump with the usb cable and wall adapter. In addition, the battery gauge jumped from 60% to 100% suddenly. The customer's blood glucose level was 148 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.